Manufacturer narrative:
.

Event description:
The customer reported employees who complained of physical symptoms while working with cidex opa. The customer uses the solution to process vaginal probes. The customer reports having three air exchanges an hour in the processing room, so they use a gus system. The employee reported skin rash, itching skin, and hoarseness. The employee was seen by a doctor in the emergency room where she was provided an unk treatment. The customer also reported that there was construction occurring elsewhere in the building.